Manufacturer narrative:
(B)(6). Initial reporter occupation: coordinator. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a turbo-ject® single lumen power-injectable PICC broke less than 15 days after placement. The device was cracked at its base, near the valve. The user stated the clamp appears to have caused the crack in the tubing, by being placed too close to the end and "causing brittleness." The device was removed and replaced. It was also noted that this has "consequences on the venous capital of the patient," likely indicating the need to remove a PICC line reduces the number of available venous access points. No other adverse effects were reported.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on 13jan2022, it was reported that the indication for device placement was for night time parenteral nutrition and hydration for short bowel movements. The catheter was used two times per 24 hours. Physiological serum also infused through the catheter. Patient activity level was described as, "active ++." The device failure occurred while not in use, as the patient reports, "hanging" the tip of the PICC line in their sweater/shirt sleeve while (un)dressing. The location of the failure was described to be at the junction between the tubing carrying the clamp and the purple portion that is sewn to the skin. The separation was described as, "partial," as the proximal part of the white tubing was split. It was later noted that the incident was not due to medication, is believed to be due the maintenance/clamp management of the PICC line by the nurses providing home care. An additional event for this patient has been captured in the mfg. Report reference number: 1820334-2022-00035.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation ¿ evaluation. On 04jan2022, a complaint was received from a representative at the hospital saint antoine, located in the city of (B)(6). On (B)(6) 2021, the customer had trouble with the supplied tum5.0-nt-60-w-ns-0-pic catheter from the turbo-ject® single lumen power-injectable PICC (upics-5.0-CT-nt-1111, lot number 14029680). It was reported that the PICC line had cracked. The indication for catheter placement was for night time nutrition and parenteral hydration in short bowel. The device was accessed two times per 24 hours. The patient reported that the failure occurred outside of the use or handling of the PICC line. The patient reports "hanging" the tip of the PICC line in their sleeve while dressing. The patient's activity level was reported to be "active". A partial separation of tubing occurred at the junction between the tube carrying the clamp and the purple part that sews to the skin. The proximal part of the white tubing (the part attached to the purple structure) has split. Parenteral nutrition and saline solution had been administered through the catheter. Flushing frequency/technique is unknown. The patient required an additional procedure to replace the PICC line. No other harm to the patient has been reported. Reviews of the documentation including the complaint history, device history record, instructions for use (IFU) and quality control procedures of the device were conducted during the investigation. The complaint device was not returned for evaluation; therefore, no physical examination could be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient controls are in place to detect this failure mode prior to release. A review of the device history record (DHR) for final product lot 14029680 and component lots found no related nonconformances that could have contributed to the reported failure mode. A review of the 5fr-double-high-pressure-spectrum-assembly provided by a supplier found no abnormalities recorded during the incoming inspection process. It should be noted that one additional complaint was associated with the final product lot number, however the complaint was for the same patient with an identical failure mode (mfg. Report reference number: 1820334-2022-00035). Cook also reviewed product labeling. Instructions for use (IFU) document t_upicabrmtt_rev1 [cook spectrum turbo-ject peripherally inserted central venous catheters with micropuncture peel-away introducers] is packaged with this device. The product IFU states the following in consideration of the reported failure mode: intended use the cook spectrum turbo-ject peripherally inserted central venous catheter (PICC) sets are indicated for short- or long-term use for venous pressure monitoring, blood sampling, administration of drugs and fluids, and for use with power injectors for delivery of contrast in CT studies¿ the maximum pressure limit setting for power injectors used with the spectrum turbo-ject PICC may not exceed 325 psi and the flow rate may not exceed the maximum flow rate indicated, as shown on the following table. Warnings the safe and effective use of spectrum turbo-ject PICC lines with power injector pressures set above 325 psi has not been established. Do not power inject if maximum injection rate cannot be verified to meet limit printed on catheter hub or extension tube. To safely use catheters with a power injector, the technician/health care professional must verify: prior to use that the maximum pressure limit is set at or below 325 psi and that the maximum flow rate is at or below that which is listed on the catheter. How supplied upon removal from package, inspect the product to ensure no damage has occurred. The information provided upon review of the dmr, DHR and the IFU suggests that the device was manufactured to specification, and that there are no nonconforming devices in house or out in the field. Based on the information provided, no returned product and the results of our investigation, it was concluded that the cause of the event was related to the device design. A previous CAPA investigation found that the root cause is related to inadequate flexural strength in a previous hub design change. Investigation further found that the devices were manufactured to specification and there was no evidence of lot-related issues. The appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.